Event description:
An endurant iis stent graft system was implanted in the patient for endovascular treatment of a max diameter greater than 5.5 cm abdominal aortic aneurysm. It was reported that during the index procedure, the back-end screw gear threads of the delivery system was found broken. Following the stent graft deployment, the physician was going to release the suprarenal stent. During the attempt to release the suprarenal stent, it was discovered that the back-end screw gear threads had fractured. There was no mishandling of the delivery system noted during the procedure and there was no shipping/handling damage to the original packaging observed. The physician was able the release the suprarenal stent by holding the fractured back-end screw gear threads together. The spindle was able to be re-captured without issue. The procedure was completed successfully. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; there was a break in the screwgear. The root cause of the event could not be conclusively determined; however, shipping and/or handling may have contributed. The break was in the minor thread region of the screwgear, which may have been overlooked during initial inspection of the device. The device was re-worked at a distribution center on two separate occasions, which could have resulted in the device being re-packaged.